Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. (B)(4) was returned assembled with the pump cable severed approximately 9¿ from the pump housing. The distal portion of the pump cable was not returned. The modular cable was returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Examination of the inflow and outflow cannula revealed post-explant blood formations, but no evidence of developed or adhered thrombus formations. Upon disassembly of (B)(4), examination of the pump¿s blood-contacting surfaces revealed post-explant blood formations within the pump outflow and pump cover interior. The depositions were non-adhered and appeared consistent with post-mortem blood remaining stagnant in the device after support was withdrawn. These depositions would not have contributed to a functional issue. Further examination revealed no evidence of any developed or adhered thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU, ¿introduction¿, lists bleeding, cardiac arrhythmia, infection (localized, driveline, and pump pocket), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under ¿anticoagulation¿) provides the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding how to prevent infection as well as suggested responses in the event of infection are provided in several sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 6 months. The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized for volume overload and right heart catheterization. Lasix and milrinone was given to the patient and CT chest showed a possibility of septic emobli. The clinical team were uncertain whether the patient had septic emboli, sarcoid, or fluid overload. The patient was recommended diuresis and redo CT scan. Blood cultures showed positive for budding yeast and pseudohyphae. White blood count was 7.91 with reference of 4.6 to 10.2. The patient was atrial febrile. High resolution of CT on (B)(6) 2019 showed nodules likely either infectious or inflammatory process including septic emboli pulmonary. Anti-fungal treatment was given to the patient on (B)(6) 2019. The patient was recommended bronch due to CT findings for definitive diagnosis on (B)(6) 2019 showing pulmonary. The bronch was not needed at this time. Another blood culture on (B)(6) 2019 showed positive for candida albicans after the patient death. Additional information: it was reported that the patient complaint of shortness of breath and coughing up blood that was tinged with sputum. The labs were drawn prior to the patient complaint of shortness of breath. The patient was given heparin and was in therapeutic range of 0.6 iu/ml with reference of 0.3 to 0.7 iu/ml. The patient coughed up ~300 ml bright red blood with visible clot, and then another 100 ml dark red blood. The alarmed low flows and the patient became unresponsive. Code blue was called and the patient received 1 shock for ventricular tachycardia as well as epi and bicarb. The pump flow continued to be minimal and heart rate showed 30s. The bedside echocardiogram showed absent valvular, atrial, and ventricular movement. Resuscitation efforts were stopped and the patient expired on (B)(6) 2019 due to hemorrhage, acute vomiting, coughing up blood.